Event description:
A doctor's office alleged that black specks were present in the sonicfill composite after light curing restoration for a patient.

Manufacturer narrative:
The composite was removed and the procedure was repeated during the same office visit using a new sonicfill tip. To date, the patient is doing fine. The product was not returned; therefore, a visual inspection of the retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.